Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that cd 19 patient sample showed positive midway through acquisition and then diminished with a bd facslyric¿ 3l10c instrument. The test was repeated. There was no delay and patient was not treated based on erroneous results. The following information was provided by the initial reporter: intermittent; seeing cd19 positives appear some time into acquisition when collecting data from mrd cll patient samples - the test is essentially looking for lack of cd19 positives to indicate the disease is in remission. A patient sample would either be expected to show some positives throughout the duration of the acquisition time frame or not. For positives to suddenly appear midway through acquisition and then diminish is not to be expected. These patients are normally critically ill and the detection of minimal residual disease (mrd) and the continued presence of these leukemic cells is critical to their treatment. Additionally, on 2020-08-11 the bd sales consultant provided the following additional information: was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? No. They were repeated. Is a confirmatory test always performed? The patient sample is also run at a later date before reporting results and advising treatment. There has to be consistency between the two. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No.

Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a facslyric 3l10c instrument ¿ 659180 and intermittently seeing cd19 positives appear into acquisition when collecting data. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 29jul2019 to date 29jul2020. Complaint trend: there are 2 complaints related to the issue of intermittently seeing cd19 positives appear into acquisition when collecting data. Date range from 29jul2019 to date 29jul2020. Manufacturing device history record (DHR) review: DHR part # 659180 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer was intermittently seeing cd19 positives in their data was due to a dirty or clogged sample line. Dirt, debris or clogs in the fluidic system will contribute to flow rate issues, especially within the sample line. The fse (field service engineer) confirmed the issue when he noticed low volume dispensing from the sit (sample injection tube), and therefore replaced the sample line with new tubing, part# 652784, not part# 646579. Part# 646579 was a typo in the solution report but the fse confirmed part# 652784 was used. Furthermore, he also flushed the line with facsclean to ensure proper flow and accuracy. No parts were requested for evaluation as tubing is not from stock inventory and the defective tubing was discarded. After the repair the instrument was tested and was performing as expected. The fse followed up on 25sep2020 with the customer and they confirmed that there have been no further observations of the reported issue. Although the unexpected results were from patient samples who are normally ill and detection of leukemia cells are critical, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that the patient sample was rerun again later before advising any treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02, page 165. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: 01549356, case # 01098239 install date: (B)(6) 2018. Defective part number: n/a. Work order notes: subject / reported: 659180 - facslyric 3l10c instrument - intermittent; seeing cd19 positives appear some time into acquisition when collecting data from mrd cll patient samples. Problem description: intermittent; seeing cd19 positives appear some time into acquisition when collecting data from mrd cll patient samples - the test is essentially looking for lack of cd19 positives to indicate the disease is in remission. A patient sample would either be expected to show some positives throughout the duration of the acquisition time frame or not. For positives to suddenly appear midway through acquisition and then diminish is not to be expected. These patients are normally critically ill and the detection of minimal residual disease (mrd) and the continued presence of these leukemic cells is critical to their treatment. It is very important to understand their workflow, no. Of tubes/assay, no. Of samples/worklist, no. Of sit flushed between tubes, sample volume. Is it ual specific or same behaviour is observed in manual port? From a technical perspective: is the sit flush correct? -> remove the sample line from sit and observe the drop formation, I would expect 1-2 drops. Was the sample line replaced in the last 12 months? Inspect the sit. Maybe the wash probe is dirty inside. Check the waste connector (sit waste line). If they have ual. I would go for full loader calibration - >follow the procedure described the latest service manual (rev5). Check carryover using beads. Work performed: ms 03aug: no. Of tubes/assay - approx 3. No. Of samples/worklist - usually less than half a rack no. Of sit flushed between tubes = 1, sample volume. Is it ual specific or same behaviour is observed in manual port - samples always run on ual but manual port not tested. From a technical perspective: - is the sit flush correct? Removed the sample line from sit and observed the drop formation - barely one drop was formed. Replaced sample line (pcn: 652784 not from stock) and subsequently 2 - 3 drops of fluid were formed. - was the sample line replaced in the last 12 months? No. - inspect the sit. Maybe the wash probe is dirty inside. Check the waste connector (sit waste line) - assembly flushed and cleaned with facsclean. - if they have ual. I would go for full loader calibration follow the procedure described the latest service manual (rev5). Full loader calibration completed. - check carryover using beads - tbd. Cause: undetermined. Solution: ms 03aug: replaced sample line (pcn: 646579 not from stock). Ms 23oct: checked with main user - no further reoccurrence seen of this incident since august. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no tfs: 89206. ID: libivd-ra-96 3.1.4. Reg status: ivd; ruo. Hazard: incorrect output. Cause: dirty flow cell. Harmful effects: poor separation and gates do not work as desired leading to wrong result. Risk control: - daily qc shall capture the need to clean flow cell. - monthly fluidic clean and clean flow cell modes shall clean the flow cell.. Req link (tfs ID): - 89903 libivd-fld-274 cuvette cleanliness. - 93105 libivd-did-508 instrument qc. Implementation verification: libivd-se-15-84ar cuvette cleanliness protocol lsv1004-dp. Effectiveness verification: libivd-se-15-84ar cuvette cleanliness protocol report lsv1004-dr: propabiltiy: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes. No root cause: based on the investigation results the root cause was due to a dirty fluidics sample line. Conclusion: based on the investigation results, the root cause of the customer seeing intermittent cd19 positives during data acquisition of the facslyric was due to a dirty fluidics sample line. The fse confirmed the issue, replaced the part and performed a complete flush. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that cd 19 patient sample showed positive midway through acquisition and then diminished with a bd facslyric¿ 3l10c instrument. The test was repeated. There was no delay and patient was not treated based on erroneous results. The following information was provided by the initial reporter: intermittent; seeing cd19 positives appear some time into acquisition when collecting data from mrd cll patient samples - the test is essentially looking for lack of cd19 positives to indicate the disease is in remission. A patient sample would either be expected to show some positives throughout the duration of the acquisition time frame or not. For positives to suddenly appear midway through acquisition and then diminish is not to be expected. These patients are normally critically ill and the detection of minimal residual disease (mrd) and the continued presence of these leukemic cells is critical to their treatment. Additionally, on 2020-08-11 the bd sales consultant provided the following additional information: was the event caused by a use error? No. Did the patient/medical provider perceive results to be correct and report them? No they were repeated. Is a confirmatory test always performed? The patient sample is also run at a later date before reporting results and advising treatment. There has to be consistency between the two. Was a patient treated based on erroneous results? No. Was there any adverse impact to the patient due to the treatment? No. Was there any delay in diagnosis or treatment due to this event and if yes, how much? No.